Manufacturer narrative:
Analysis of the AED's log files identified a lack of maintenance with the device that contributed to the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
An international distributor reported that their customer's AED battery pack was depleted, when tested with a spare battery pack, the AED did power on and prompted a service code. The customer did not report this occurring during patient use.